Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure a pericardial effusion occurred. Further information regarding the event was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. Approximately 5 hours post operation, an echocardiogram revealed a septal perforation at the ostium of the coronary sinus. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.